Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with premature battery depletion observed on the implantable cardiac defibrillator. On (B)(6) 2018 the device was explanted and replaced. No further information was reported.

Event description:
New information received notes the patient¿s condition post device replacement procedure was stable.